Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a unrelated surgical intervention and afterwards the ipg was unable to communicate with the external devices. The ipg was suspected to have not been placed in surgery prior to the surgical procedure. Surgical intervention may be pending to address this issue.